Event description:
A user facility member hospital reports that a viasys healthcare vip ventilator instantaneously injured a pt's lungs after the breathing circuit was reattached improperly (the clinitian incorrectly connected the inspiratory limp of the pt circuit to the exhaust port of the exahalation valve body). Although the clinician realized the mistake and within moments disconnected the breathing circuit from the pt, the pt had sustained bilateral pheumothorax and possible neurological sequelae. User facility created the same scenario on the incident ventilator and another vip ventilator, but co's search of relevant databases did not identify any other similar reports.